Event description:
It was reported that during device changeout procedure, insulation damage was noted on the lead. Normal electrical measurements were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received at 8.0cm from the connector pin, the insulation was wrinkled on the is-1 connector leg. The optim sheath was found to have pulled away slightly from the bifurcation boot bond.